Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter was reading inaccurately high compared to a laboratory device. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue first became apparent at 12:03 p.m., on (B)(6) 2017. The patient advised that on the morning of (B)(6) 2017, prior to becoming aware of the alleged inaccuracy issue, he was in a ¿minor car accident¿. The patient reported that emergency services attended the accident at approximately 10:50 a.m., and that they treated the patient with 500 mg of d50 to ¿counteract the low blood sugar¿ that they detected. The patient denied developing any symptoms. The patient stated that he was then taken to hospital where his blood glucose was tested on both the subject meter and a laboratory device. The patient claimed obtaining blood glucose readings of ¿181 mg/dl¿ on the subject meter and ¿107 mg/dl¿ on the laboratory device, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿s criteria for accuracy. The patient manages his diabetes with self-adjusted insulin (tresiba and novolog, unspecified doses) and he denied making any changes to his usual diabetes management regimen in response to the alleged issue. Prior to the alleged issue becoming apparent, it is not known when the patient last tested with the subject meter or what changes, if any, he made to his usual diabetes management regimen in response. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter, that an approved sample site was used to obtain the readings and that the correct testing method was being followed. The csr confirmed that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.